Event description:
Eight months (almost to the day) after getting silicone breast implants, I developed severe joint pain and swelling throughout my body. I was eventually diagnosed with rheumatoid arthritis. I have no family history, am in my 20's, and the only thing that was different was the implant surgery 8 months prior.